Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) (B)(6) 2018. It was reported that the rep had not had direct contact with the patient since (B)(6) 2018, but the patient's wife had reached out to the rep to schedule his appointments. In (B)(6) 2018 the wife reached out for an appointment for what seemed to be sensor related issues with the remote. They set up an appointment for (B)(6) 2018 in order to clarify what was happening. The issue seemed to be resolved at the (B)(6) 2018 appointment. In (B)(6), the wife reached out claiming the same issue. Although appointments were offered to the patient, the wife did not reach until (B)(6) 2018 to request another appointment. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) concerning a patient with an ins for non-malignant pain. It was reported that the ins was turning off unexpectedly. The patient reported therapy was turning off by itself. The rep stated within the past 2 weeks the patient has noticed stimulation turns off on its own and this also happened a few times prior to 2 weeks ago. The patient could not remember when it first happened, just ¿months¿ ago. The patient indicated that they notice stimulation is off right away, almost as if the ins goes into MRI mode and they check controller and it shows stimulation is off and they can turn it back on. The programmer displays stimulation off. The patient confirmed the controller has never shown that the ins has gone into MRI mode on its own. The rep mentioned patient noticed issue more frequently when they were walking in group c. The rep stated adaptive stim was enabled and they confirmed that upright position is registering correctly and has amplitudes defined. The stim on/off was not related to positional movement. The patient indicated the issues seemed to happen randomly a couple times per month. The rep stated recharging was consistent and approximately every other day since october 30th and the lowest charge level shown was 10%. Stimulation usage showed 99% and there were no periods of ¿therapy unavailable.¿ impedances were normal from approximately 1200-2230 ohms. It was suggested patient keep a journal of on/off incidents. No additional patient symptoms were reported. The patient noted they told another rep about this issue about 4 months ago. No further complications were reported/anticipated.